Event description:
It was reported that a leak was observed in the balloon during the inflation and after negative pressure was applied, the balloon could not be removed from the deployed stent. During the withdrawal attempt, the balloon and the distal tip sheared off the sds and remained in the vessel. An intraaortic balloon was inserted in the patient and patient was sent for emergent cardiac surgery. The patient is reported to be doing well.